Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the essure coils perforated fallopian tube/ perforation (fallopian tube(s)/essure partially moved out of fallopian tubes") and multiple sclerosis ("multiple sclerosis") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure used in conjunction with ablation of endometrium". The patient's past medical history included menorrhagia, vaginal bleeding, asherman's syndrome and uterine dilation and curettage. Concurrent conditions included uterine cervical metaplasia, leiomyoma and fallopian tube hemorrhage. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 5 months 20 days after insertion of essure, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, multiple sclerosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), vaginal infection ("vaginal infection"), nausea ("nausea") and adenomyosis ("adenomyosis"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding") and bladder pain ("bladder pain"). The patient was treated with dimethyl fumarate (tecfidera), antibiotics and surgery (total hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the fallopian tube perforation, menstrual disorder and dyspareunia had resolved. At the time of the report, the multiple sclerosis, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, vaginal infection, nausea, adenomyosis and bladder pain had resolved. The reporter considered adenomyosis, bladder pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, multiple sclerosis, nausea, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure was successfully implanted, without complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: fallopian tubes were bilaterally occluded. Hysterosalpingogram: impression: the fallopian tubes are blocked. Configuration of uterus is abnormal, multiple internal septations and irregularity of mucosa. This can be due to prior dilation and curettage and possible asherman¿s syndrome. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error, multiple sclerosis, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 3-mar-2018: plaintiff fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), multiple sclerosis, dysmenorrhea (cramping), fatigue, vaginal infection, partially moved out of fallopian tubes, nausea, pain, adenomyosis, bladder pain and essure used in conjunction with ablation of endometrium. Medical history and concurrent condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the essure coils perforated fallopian tube") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), abdominal pain ("severe abdominal pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2017. In (B)(6) 2017, the fallopian tube perforation, menstrual disorder, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, dyspareunia, fallopian tube perforation and menstrual disorder to be related to essure. The reporter commented: essure was successfully implanted, without complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: fallopian tubes were bilaterally occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.